Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 526 mg/dl after changing his infusion set and having lunch. The customer treated with a manual injection of 12 units of insulin. The customer stated that he works for ups and has to go home in order to change his infusion set. The customer stated that he works two hours away from home and feels horrible. The customer stated that he had blurred vision and was dizzy. The customer stated that he will call back once he is able to. The customer was advised to go to the emergency room if his symptoms persist or get worse.